Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the implant shows minor signs of use. No malfunction was noticed during product evaluation that will contribute to the event. The device could not be functionally tested for the reported failure (pain). Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. The patient was noted to have moderate density ¿ type ii bone and diabetes.. The reported device had been placed on tooth #5 for approximately 6 years. Complainant reported that the implant was removed due to pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.